Event description:
It was reported that the user dropped the ilet pump and the insulin cartridge dislodged, though the user inspected the cartridge and connector and reported no visible damage; the user rewound, reinserted the cartridge, filled the tubing with confirmed drops, reconnected, and insulin delivery resumed. Symptoms included none. Outcomes included transient hyperglycemia with a highest reported blood glucose of 283 mg/dl for about one hour, no alerts above 300 mg/dl, no outside assistance, and no medical intervention. Investigation included user guidance to inspect components, perform a rewind and reinsertion, complete tubing fill to confirm flow, and reconnect to restore delivery. Investigation of this case revealed no observed device damage or malfunction and an unclear cause for the cartridge dislodgement after impact. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.